Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4 mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcify nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the native valve was moderately calcified and measured 22 mm by tee, and 22.2x26.5 mm, with an area of 455 by CT. Per report, the team believed the cause of the micro tear could possibly be due to a slight oversizing and calcium within the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post transaortic tavr procedure in the step down unit, the tavr team was notified that the patient's lungs were becoming wet. The patient was brought back to the operating room (or) to explore for possible bleeding. After opening up the patient's chest, there appeared to be a micro tear of the annulus by the lvot. The team packed the chest and used surgical glue to repair the micro tear. The patient was then transferred to post op unit for management. Per report, the team believed the cause of the micro tear could possibly be due to slight over sizing and calcium within the annulus.